Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture was noted on the right ventricular (rv) lead. Then during the lead revision procedure, it was also noted that there was difficulty to retract the helix of the lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of loss of capture was not confirmed, while the reported event of of inability to retract the helix of the lead was confirmed. As received, a complete lead was returned in one piece with the helix extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. All filars of the inner coil were broken/separated due to procedural damage in this location. After cleaning blood/tissue from the helix and applying torque to the inner coil the helix could be retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of inability to retract the helix of the lead was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical testing did not find any indication of internal shorts between the conductors. Visual inspection of the lead did not find any anomalies with the exception procedural damage.